Event description:
As reported, the ventralex mesh was "potato cupping in 2023" (contraction of one of the layers against another over time causing deformation) following placement within the body month afterwards.

Manufacturer narrative:
As reported, a few months post implant the ventralex mesh was "potato cupping". The information provided is limited. Based on the information available to date, no conclusions can be made regarding what may have caused or contributed to the alleged deformation of the mesh post implant. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.